Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. Screenshots of the case were provided and confirmed the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that during a cori tka procedure, as they moved to burr all the tibial an error occurred and would not let them continue saying it needed more tibial information. They painted more tibial points, cleared all the tibial points as well as closed out of the case and this still didn¿t not let them continue. They painted more points down the lateral side of the tibia and then it let them continue on and burr all the tibia with a delay of fewer than 30 minutes. No other complications were reported.